Event description:
It was reported that the customer experienced high blood glucose levels. The blood glucose reading was 521 mg/dl, which was treated with manual injection. The customer's father stated that the customer had tried to change the infusion set insertion site, as well as the insulin, and the blood glucose levels still would not lower. The caller stated that when the customer changed both the insertion site and reverted to an old insulin pump, the blood glucose seemed to stabilize. The customer complained of excessive thirst and urination. Troubleshooting could not be completed due to lack of a tubing clamp. No bent infusion set cannula was found and nothing wrong with the insulin was noted. The caller advised that the customer would try using the replacement insulin pump again. Advised a complete infusion set, reservoir and insulin change. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.